Event description:
It was reported that the external pulse generator would not sense or capture. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery release and battery drawer are contaminated. Upper and lower cases, one side bail cover, ring cover, and lead flex cover are broken. The ring is missing.